Event description:
The technician alleged that the brake caster is not holding in the locked position. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster support and the brake caster to resolve the issue.